Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient needed an adjustment because stimulation stopped helping her back 3 months ago. It was noted the patient could only feel stimulation in her leg. The symptoms reportedly had a sudden onset. There was no known accident or incident related to the complaint. Additional information received reported the patient received assistance from the physician or manufacturer representative (rep) and had their concerns resolved on (B)(6) 2014.